Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported unspecified lower glucose scanned values while their daughter, the customer, was using the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer "felt bad" had a seizure, and was provided glucose and something to drink. The ambulance was called however no further third-party medical treatment was provided as the customer was "ok." No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section h4 (device mfg date) was updated based on an extended investigation. Repeated attempts by adc to retrieve the product were unsuccessful, and/or the customer discarded the product. No product has been returned as of this report. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported unspecified lower glucose scanned values while their daughter, the customer, was using the adc freestyle libre sensor. On (B)(6) 2021, as a result, the customer "felt bad" had a seizure, and was provided glucose and something to drink. The ambulance was called however no further third-party medical treatment was provided as the customer was "ok." No further information was provided. There was no report of death or permanent injury associated with this event.